Event description:
(B)(4). Same case as 2134265-2011-02760; 2134265-2011-02761. It was reported that during a coronary artery stenting treatment procedure, the patient experienced a spasm. In (B)(6) 2011, during treatment of the 80% distal edge restenosis of the taxus liberte stents located in the mid lad with balloon angioplasty and placement of a 2.50 x 8 mm ion stent, a 20% narrowing just before the deployed stent which appeared as 40-50% post stent placement, presumably due to spasm. This proximal lad spasm was then treated with placement of another 2.50 x 12 mm ion stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).